Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete mailing address was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed pretest for saw blade coupling, saw head racket and trigger test. It was noted in the service order that the device jammed and had an oil leakage. The exact date of this event is unknown. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.